Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample. The patient¿s same sample and recollected sample were analyzed on the same cobas® liat® system (s/n (B)(4)) and a different cobas® liat® system (s/n (B)(4)) all repeat test from both analyzers generated sars-cov-2 negative, influenza a negative, influenza b negative results. Patient sample was collected using nasopharyngeal collected in universal transport media 3ml. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The positive result was initially reported out to the patient and/or personnel treating the patient. Then retracted after repeat testing and reported out as negative to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. The patient¿s sample was indicative of sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. The patient¿s same sample and recollected sample, when re-tested may reveal differences when low levels of amplification was seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).